Manufacturer narrative:
Additional information : manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of pump stops, low speed operations, low flow alarms, and driveline faults alarms, a specific cause for the events could not be conclusively determined through this evaluation. There is no product available for investigation. The account reported that the patient was having pump stops, low speed operations, and low flows on (B)(6) 2019 and (B)(6) 2019 associated with position changes. It was also noted that the patient was having driveline fault alarms. The controller was exchanged; however, the driveline faults returned shortly after the patient left the clinic. There were no adverse events associated with the pump stops, and the patient was asymptomatic. The patient was stable at home. The patient was not a surgical candidate for pump replacement, and the plan was to follow up in the clinic. The patient remains ongoing on vad-13430 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient went into clinic for routine follow up. Patient noted driveline fault alarms and pump stops/low speed/low flows. Patient currently on ungrounded cable and is not a surgical candidate. During the analysis of the log file it was observed that there were pump stops that happened back on (B)(6) 2019 while on batteries. This is a phase to phase short situation, the ungrounded cable will not stop the short from happening now. Since this patient has already had the complete driveline replaced there are no further repairs that can be done. Patient is stable at home, not a surgical candidate for pump replacement. Patient had her controller changed (B)(6) 2019. Driveline fault alarm returned after patient left that day and she never noticed it on her controller. It is seen in her history. During the analysis of the log file driveline faults were observed. This is the same phase with the issue. No further information was provided.